Manufacturer narrative:
Complaint (B)(4). We could not obtain the date of the event from the customer. No samples were received for evaluation. We have no further inventory of the material/batch. We forwarded the complaint to our affiliated headquarters in (B)(6) from which we receive this product. A check of the production documentation did not reveal any deviations, which could be associated with the complained error. The complaint is closed as cannot be determined.

Event description:
Customer states tubes are not filling completely to the line as indicated.